Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a posterior thoracolumbar fusion surgery due to paralysis symptom caused by thoracic burst fracture. During surgery, th11 sides screw cutout. The screw broke the patient's bone at the time of implantation. Surgeon suspected it might have happened because of too much correction of vertebral body during distraction. Patient complications were reported unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.